Event description:
It was reported that sensor got stuck in serter causing sensor to break. Customer was advised that serter would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.